Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned pad-paks were reviewed and this confirmed that all manufacturing and quality checks and tests, with no recorded battery fails had been successfully completed prior to the dispatch of the pad-paks from heartsine technologies, belfast on 9th may 2017. After further investigation they were found to all have blown fuses. The fuses may have blown by shorting of the battery terminals during handling or by a fault with a samaritan pad device. The returned pad-paks were returned from the same distributor with three sam pad devices to be investigated. After investigation it was found that all three devices had failing capacitors which had the potential to blow the fuse of an installed pad-pak. The distributor indicated the pad-paks had been used with these devices. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. New out of box pad-pak fails to power up.